Event description:
It was reported that during implant, the helix of the lead jumped out after twenty turns of the rotation tool. The physician decided not to implant the lead and used a different lead instead. It was noted that the lead was suspectedly used after the "use before date." There was no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.